Event description:
Respironics dreamstation 2 auto CPAP advanced ((refdsx520h11c, sn (B)(4)) seemingly spontaneously ceased to function last night when I was getting ready for bed. I have had the machine, I believe, since approximately (B)(6) 2022 (it was sent as a replacement for the recalled units manufactured by philips corp). The mfg date is 2022-02-08. After repeated attempts to reboot the machine/determine the issue, to no avail, the machine displayed the message "service required." I called the associated customer service number and the person assisting me informed me there would be a 6-8 week delay in sending me a new machine. Not good news as I do not use this machine for the fun of it but because it has been prescribed for me.